Event description:
Info received indicates while performing a preventative maintenance check, the tech found the ground reading was out of normal range.

Manufacturer narrative:
The tech isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord plug to repair the bed.